Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a headache and an infection after undergoing a procedure in which a dura-guard patch was used for dural repair. The cause of the headache and the infection was not reported. The indication for the dural repair was not reported. No further detail on the surgical technique was provided. On an unreported date 17-18 days following the procedure, the patient experienced a headache and an unspecified infection (no further detail was provided). Treatment was not reported. At the time of this report, the headache and infection were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Corrected information: (to include information omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.